Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due customer contacting doctor due to meter results. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 28-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of hi, 384, 321, 281, 352 and 292 mg/dl. Customer was not using the proper back to back testing technique (same hand and same finger). The customer¿s expected fasting blood glucose test result range is under 200 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor on (B)(6) 2021 due to concern with the high blood glucose test results obtained. Customer stated the doctor increased her insulin based on the high results. During the call, a back to back blood test was performed by the customer fasting and produced test results of hi and 581 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/28/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (time not set): (B)(6).